Event description:
It was reported the patient's implantable neurostimulator (ins) stopped working four years ago (2009). It was noted the patient intends to have the ins explanted but "has not gotten around to it". The patient had "been suffering and was on oral medications." Additional information has been requested but is not available at time of this report.

Manufacturer narrative:
Product ID: 7495-10, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID: 3425, serial# (B)(4), implanted: (B)(6) 1998, product type: transmitter. Product ID: 3487a-56, lot# l38582, implanted: (B)(6) 1998, product type: lead. (B)(4).